Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I total b-hcg, alinity I prolactin, alinity I he4 and alinity I psa total, alinity I ca125 results generated on the alinity I processing module. The following data was provided: sid (B)(6), alinity I total b-hcg result was <1.2 iu/ml, repeated 369 iu/ml, sid (B)(6), alinity I total b-hcg result was <1,2 iu/ml, repeated 1848 iu/ml, sid (B)(6), alinity I total b-hcg result was 4.05 iu/ml, repeated 5531 iu/ml, sid (B)(6), alinity I total b-hcg result was <1.2 iu/ml, repeated 369 iu/ml, sid (B)(6), alinity I total b-hcg result was 1.6 iu/ml, repeated 863 iu/ml, sid (B)(6), alinity I total b-hcg result was <1.2 iu/ml, repeated 715 iu/ml, sid (B)(6), alinity I prolactin result was <16.6 miu/ml, repeated 366 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 790 miu/ml, sid (B)(6), alinity I prolactin result 52.6 miu/ml, repeated 435 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 939 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 413 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 258 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 1153 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 127 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 299 miu/ml, sid(B)(6), alinity I prolactin result 73 miu/ml, repeated 224.3 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 407 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 366 miu/ml, sid (B)(6), alinity I prolactin result <16.6 miu/ml, repeated 94 miu/ml, sid (B)(6) alinity I 4 result was <20, repeated 56.5, sid (B)(6) alinity I tpsa result was <0.003, repeated 12.97, sid (B)(6), alinity I 125 result was <0.3, repeated 11. No impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity I total b-hcg, alinity I prolactin, alinity I he4 and alinity I psa total, alinity I ca125 results generated on the alinity I processing module. The following data was provided: sid (B)(6) alinity I total b-hcg result was <1.2 iu/ml, repeated 369 iu/ml, sid (B)(6) alinity I total b-hcg result was <1,2 iu/ml, repeated 1848 iu/ml, sid(B)(6) alinity I total b-hcg result was 4.05 iu/ml, repeated 5531 iu/ml, sid (B)(6) alinity I total b-hcg result was <1.2 iu/ml, repeated 369 iu/ml, sid (B)(6) alinity I total b-hcg result was 1.6 iu/ml, repeated 863 iu/ml, sid (B)(6) alinity I total b-hcg result was <1.2 iu/ml, repeated 715 iu/ml, sid (B)(6) alinity I prolactin result was <16.6 miu/ml, repeated 366 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 790 miu/ml, sid (B)(6) alinity I prolactin result 52.6 miu/ml, repeated 435 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 939 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 413 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 258 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 1153 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 127 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 299 miu/ml, sid (B)(6) alinity I prolactin result 73 miu/ml, repeated 224.3 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 407 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 366 miu/ml, sid (B)(6) alinity I prolactin result <16.6 miu/ml, repeated 94 miu/ml, sid (B)(6) alinity I 4 result was <20, repeated 56.5, sid (B)(6) alinity I tpsa result was <0.003, repeated 12.97, sid (B)(6) alinity I 125 result was <0.3, repeated 11. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the module, found the pre-trigger reservoir near empty and the onscreen system supply read as 49%. Service recommended the alnty ci snsr bsl be replaced. The part was replaced, and the issue was resolved. The alnty ci snsr bsl was determined to be the cause. No additional discrepant result issues have been reported since the part was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.